Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the manifold valve sticks. Additional malfunctions were the heat exchanger leaking and the tie wraps defective.